Manufacturer narrative:
Dräger was contacting the user facility to obtain additional details but there was no log file available, no details provided about the type of error codes that were posted during the restart and no information in regard to whether or not, any parts have been replaced. The only information that could be obtained was that the device is back in use w/o exhibiting further problems. This does not allow a case-specific evaluation and, no reliable conclusion in regard to the potential root cause can be made since the triggering conditions may be manifold. A restart is the defined device response to overcome certain error conditions within the electronic system. The user is alerted by means of a corresponding alarm. During the restart sequence which typically lasts 12 seconds the device opens the pneumatic system to ambient to allow spontaneous breathing. After a successful restart the ventilation will be continued with the last valid settings.

Event description:
Please refer to initial MFR. Report #(B)(4).

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device performed a restart with alarms and failed to go into the system interface during use on patient. The device was replaced by another device in order to continue the ventilation. There was no patient impairment reported.